Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor flex was found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 08/27/2012 with the following findings: the force sensor flex was found to be damaged. A review of the pump history indicated that loss of cartridge detection occurred which could not be duplicated during evaluation. During evaluation the pump was able to rewind, load, and prime successfully.